Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation determined that the reported event was due to a disconnection at the alarm speaker. The connector was reattached to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to produce an audible alarm when error messages were displayed. There was no patient harm or serious injury reported as a result of this incident.